Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose level of 450 mg/dl. The customer had carbohydrates which cause their blood glucose to go high. They did not treat the high blood glucose. The device will not be returned for analysis.